Event description:
Customer reportedly received results of 367 mg/dl and 173 mg/dl within 10 minutes on the compact system. Earlier that day, she received the following results on the compact system within 10 minutes: 228 mg/dl, 243 mg/dl, 86 mg/dl, and 245 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.